Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 450 mg/dl. Cause of elevated bg level was unknown. Bg was treated with an unspecified intravenous treatment. Reportedly, customer left the ER later in the afternoon with customer in stable condition (bg 250 mg/dl). System check with tandem technical support confirmed the pump was functioning as intended.